Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA) or a non-olympus automated endoscope reprocessor steelco ew2/3s, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Customer service department of olympus europa (B)(4) checked the subject device and found the following. The light guide lens was cracked. The adhesive of the bending section cover was porous. The bending section was worn out. The air/water cylinder was worn out. The suction cylinder was worn out. The remote switch was damaged. The universal cord was kinked. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.